Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that while hanging ceftriaxone IV and y-ed it into the upper port on the primary infusion, it was noticed that the medication was free flowing in the drip chamber and was immediately clamped off. The IV tubing was adjusted, opened and closed the channel and tried it again. It continued to free flow, so the entire set up was switched to a new channel and discontinued use of the malfunctioning channel. There was no patient impact.